Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusions. Additionally, it was reported that the customer did not consume food in time for the intended amount of bolus delivered, subsequently, the customer was hospitalized due to a low blood glucose (bg) level of 23 mg/dl. The customer consumed juice and was administered a glucagon injection by a physician to address bg. Overcorrection of the low bg level led to the customer experiencing an elevated bg level of 579 and high levels of ketones that the health care provider determined to be dangerous and life threatening. Customer was administered insulin to address the bg. System check with tandem technical support confirmed the pump was functioning as intended. The customer reverted to manual injections for insulin therapy. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Multiple attempts were made by cts to reach out to the customer regarding additional information; however, no response was received.